Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the problem disappeared after cleaning the electric contact point, it is likely that the electronic connection became unstable when the user connected to the said device with the state where the electric contact point of the video connector was not dried enough or foreign matter (chemical liquid residue, water dirt, sebum dirt, dust, gauze spare, etc.), and the communication between the scope and the video processor failed, causing a b30 error (scope communication error). This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.".

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting and suggested that the customer clean the units electrical contacts. The staff cleaned the electrical contacts and the error message resolved. The staff reported that prior to this event the unit¿s electrical contacts were not being cleaned; however, this step has been implemented. The device will not be returned for evaluation.

Event description:
The service center was informed that during preparation for use in a scheduled esophagogastroduodenoscopy (egd) procedure, a ¿b30 communication error¿ message was observed on the display. This event caused a slight delay. There was no general anesthesia used as there was no patient involvement. In addition, the user facility reported that the staff had performed a visual inspection of the equipment, checked the connections and settings and felt that they were correct.